Manufacturer narrative:
The reported event of air within the extension port while aspirating could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Air was noted at the extension port of the sheath while aspirating blood during the procedure. Several aspirations were attempted with the syringe; however, air was still noted at the port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.